Event description:
A (B)(6) year old female pt contacted zoll customer support to report that the front response button came off of the monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. The cause of the nonfunctional front response button was physical damage to the switch. The metallic domes had been peeled off the front switch. The source of the physical damage cannot be positively identified. Once the response button was replaced, the monitor was fully functional. No adverse event resulted from the defective monitor. The pt received a replacement monitor.